Event description:
The customer reported defective air supply and water supply which was observed during the customer's periodic inspection. The customer does not clean the (brushing) the nozzle itself.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding this event, refer to b3 and b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation of poor air/water was not confirmed. Due to the clogging of the nozzle with foreign debris, the drain function was degraded. Scratches were found throughout the device, the control body and grip were discolored, the bending section cover adhesive was missing, the suction cylinder was scrapped there was evidence of water of the electrical connector. The bend angle and the play of the angle knob were both out of specification due to the angle wire elongation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The distributor reported to olympus, there was poor air/water supply on the evis lucera gastrointestinal videoscope. During inspection and testing of the returned device, the nozzle was clogged. There were no reports of patient harm associated with this event. This medical device report (MDR) has been submitted to capture the reportable malfunction found during device evaluation.